Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
An asymptomatic patient presented to the clinic with a device in backup vvi. Egms revealed lead noise on the v sense/pace channel resulting in an excessive number of high voltage charges. The device and lead were explanted.